Event description:
A balloon ruptured on the first inflation below its rated burst pressure during an iliac angioplasty procedure via an ipsilateral approach. Another balloon catheter was used to successfully complete the procedure without pt complications. The device was destroyed by the user facility. Therefore, no failure analysis was available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplsty which has been associated with overpressurization or use in a calcified lesion. However, without evaluating the device, co is unable to determine the exact cause for this event. Directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully".